Event description:
It was reported that the customer was hospitalized due to high blood glucose of 590mg/dl, and she was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery, low reservoir, and battery alarms. It was stated that the customer changed the infusion set late in the afternoon, and she did not bolus for dinner. However, the customer bolused 21.1 units late in the evening. The caller was unsure if the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.